Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated (no values provided), when customer traveled to mexico. Customer reverted to manual injections for the duration of the trip. Customer resumed pump therapy upon returning home, but bg levels continued to be elevated. Customer was concerned that pump had been placed through pump scanners. Troubleshooting was performed during a follow up call, and recommendation was made that the customer discuss bgs with their healthcare provider.